Manufacturer narrative:
The complaint investigation for potential false reactive and confirmed positive hbsag results included a search for similar complaints, and review of complaint text, instrument result logs, trending data, labeling, and device history records. In-house testing and return testing of reagent lot 04338fn00 was not completed as the reagent kit has expired. Trending review determined no trends for the issue for the products. Device history record review on lots 07389fn00 and 04338fn00 did not show any potential non-conformances, or deviations related to the customer's issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii assay, lot number 07389fn00 and architect hbsag qualitative ii confirmatory assay, lot number 04338fn00 was identified. See mr# 3008344661-2020-00040 for architect hbsag qualitative ii assay, lot number 07389fn00 submission.

Manufacturer narrative:
Section d2. Common device name procode edited to lom.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer reported a false repeat reactive architect (B)(6) result on a newborn patient. Results provided: (B)(6) 2020 sid (B)(6) = 5.14 s/co, (B)(6) 2020 sid (B)(6) = 2.47 / 2.23 s/co. Sample was sent for confirmatory testing and was positive. The mother was tested and was negative on (B)(6) 2020 sid (B)(6) = 0.14 s/co. No impact to patient management was reported.